Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during dilation, the balloon was stuck and could not be removed temporarily. When the device was removed, the shaft was bent so usage was discontinued. The procedure was completed using a different device. There were no patient complications nor injuries reported.